Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-02216. It was reported that the patient presented via remote transmission, out of range, high pacing lead impedance was noted on the right atrial lead. The right atrial lead and device were explanted and replaced. The physician suspected a possible issue with the pacemaker header that caused the diagnostic issue. The patient was stable before, during and post procedure and was discharged.

Manufacturer narrative:
Additional information - the reported event of high impedance and header anomaly could not be confirmed. Lead impedance tests were performed, and it was noted that the measurements were within specified tolerances. The device header was evaluated, and it was found that there were no defects that contributed to the complaint of high pacing impedance. Further testing indicated that the battery is above elective replacement indicator (eri). A longevity calculation was performed and found the device was in normal range of operation with appropriate remaining longevity.